Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. Caller was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood.